Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 17-jul-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 11-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that there was a thoracic epidural hematoma. The hcp who performed the scs trial called rep at 2 am on (B)(6) 2024 asking if the trial leads were MRI compatible. He said that patient went to the ER complaining of one episode of urinary incontinence and 10/10 back pain. Rep advised him that they were not and would need to be removed if she required an MRI. Patient had a CT scan in the ER on (B)(6) 2024 which had negative findings. Patient no longer had urinary incontinence however pain was still 8/10 after receiving pain medication in the ER. She was transferred and admitted. Hcp sometime in the evening went and removed the trial leads and wens, and ordered a stat MRI due to continued pain. MRI was performed early this morning on (B)(6) 2024 which showed a thoracic epidural hematoma. Hcp called rep stating they were taking her to surgery to decompress the epidural hematoma hematoma. Trial leads and wens were removed on (B)(6) 2024. Patient had been reporting 70% relief during trial up until severe back pain and urinary incontinence started. Hcp said that while in preop he had discussed implanting permanent percutaneous leads and ins system with the patient if possible while in surgery. Patient was reportedly in agreement. Two permanent percutaneous leads and ins were implanted. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.